Event description:
Related manufacturer reference number: 2017865-2024-72617. Related manufacturer reference number: 2017865-2024-72618. It was reported a patient's implantable cardioverter defibrillator (ICD) presented with oversensing noise and inappropriate automatic mode switch (ams). The right ventricular (rv) lead also had over-sensing noise and the atrial lead had over-sensing noise and inappropriate automatic mode switch (ams). No changes were reported, emi was suspected. The patient status was stable.

Manufacturer narrative:
Additional information: b5, e1, e2, e3, g2, h6.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with noise. No changes were reported. The patient status was unknown.